Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon used a mallet to hit the provisional, and the provisional broke during trialing. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the returned device. The instrument exhibits signs of repeated use (nicked or gouged). The dovetail feature is slightly flared. The instrument is fractured on the medial side of post. All pieces were returned. Device history record was reviewed and no discrepancies were found. Device was noted to be in scope of previous corrective action, however the root cause for this event is considered to be misuse as the surgeon impacted the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.